Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
This event is a duplicate of (B)(4).this event has been reported under MFR report for report #(0002249697-2014-01112).

Event description:
Patient had primary triathlon cr cemented total knee done in 2007 that was revised for knee pain and instability. Doctor performed the revision and found on opening the knee joint that a piece of the posterior lateral aspect of the x3 cr poly had fractured off. The stryker components were removed and replaced with zimmer posterior stabilized components.

Event description:
Patient had primary triathlon cr cemented total knee done in 2007 that was revised for knee pain and instability. Doctor performed the revision and found on opening the knee joint that a piece of the posterior lateral aspect of the x3 cr poly had fractured off. The stryker components were removed and replaced with zimmer posterior stabilized components.